Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) gave a battery depletion code. Boston scientific technical services (ts) was contacted, and after analysis of the data ts explained that the s-ICD had a large number of magnet detections caused a battery voltage drop, triggering the code. The device began beeping in response, and ts explained that the code can be reset and the battery voltage had already started to recover after the magnet detections stopped. The s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.